Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported material deformation (flared, mangled) was able to be confirmed. The reported difficulty to position and the reported difficulty to remove the device were unable to be replicated in a testing environment due to the condition of the returned device. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The reported material rupture was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps 3 through 5 until all air is expelled. If bubbles persist, do not use the product. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - incorrect prep. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circuflex. The 2.5 x 28 mm xience alpine stent delivery system (sds) was prepared inside the anatomy. The sds was advanced without issue and inflated to 6 atmospheres (atm); however, the balloon was not inflating, and a balloon rupture was suspected. The sds was removed, and resistance was noted with the copilot; therefore, force was used to remove the sds. After removal, it was observed that the proximal end of the stent struts were damaged (mangled), and the proximal and distal struts were flared. The stent was still stationary on the sds balloon. A new sds was used to complete the procedure. The account stated that it is possible that there was resistance during advancement of the sds through the copilot, also. A non-abbott sds was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Stent was prepped in the body prior to attempting to inflate.